Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70t, serial #: (B)(4), description: trial linear st lead, 70cm.

Event description:
A report was received that during a lead revision procedure, the leads displayed high impedances and the physician noticed the leads were fractured. The leads were replaced and the patient was doing well postoperatively. There were no exposed cables on the leads.

Manufacturer narrative:
Analysis of lead sc-2218-70t s/n (B)(4) confirmed the complaint. Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture location. Analysis of lead sc-2218-70 s/n (B)(4) confirmed the complaint. Visual and x-ray inspection of the lead revealed that 3 cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location.

Event description:
A report was received that during a lead revision procedure, the leads displayed high impedances and the physician noticed the leads were fractured. The leads were replaced and the patient was doing well postoperatively. There were no exposed cables on the leads.